Event description:
A pt underwent a therapeutic hydrothermal ablation procedure and experienced pain post-procedure. The pt noticed blisters and over the next few days, she suffered excruciating pain in the blistered areas on her buttocks and in the posterior vulvar area. She was seen by her physician and was told she had 1st degree burns. However, six days post procedure, another physician evaluated her and found a very raw area at the posterior fornix of the vaginal vulvar area. Two lines were found where it appeared the heated water had run down either side of her buttock during the procedure and caused 3rd degree burns. It also appeared the water had pooled at the bottom of her buttocks during the procedure and burned her as well in that area. In 2003, the pt underwent excision of the 3rd degree burns of her perineum and buttock area. This involved removal of several fragments of focally ulcerated skin and subadjacent fibrous soft tissue which measured 7 x 3 x .8cm in aggregate. The surgical pathology report confirmed mucosal ulceration and necrosis consistent with her history of thermal injury.